Event description:
A customer contacted philips requesting bench repair services for their device. Upon follow up from the customer, it was clarified that the unit had experienced an ECG malfunction. There was no reported patient involvement/adverse patient impact.